Event description:
A malfunction was reported on a pump, but no notable events occurred before it, and there was no adverse impact to the customer's blood glucose level. The malfunction code displayed was "malf 0," and it was determined that the code was resettable. Technical support provided pump reset information and assisted the caller with resetting the pump. The issue did not recur after the reset, and the customer was advised to continue using the pump and to contact support again if any malfunction codes reoccurred.